Event description:
Customer reported that she called the paramedics due to high blood glucose. The blood glucose reading was 536 mg/dl at the time the paramedics arrived. Customer stated that she was extremely thirsty and very sick prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.